Event description:
Plasmablade was used to free up an ICD lead. The doctor commented after a few moments of use that the plasmablade had damaged the insulation on a portion of the lead. The plasma blade was also used on the atrial lead in the same way with no damage to the lead. Due to the damage to the lead, a new lead was implanted. No patient symptoms/injuries related to this event.

Event description:
Plasmablade was used to free up an ICD lead. The doctor commented after a few moments of use that the plasmablade had damaged the insulation on a portion of the lead. The plasma blade was also used on the atrial lead in the same way with no damage to the lead. Due to the damage to the lead a new lead was implanted. No patient symptoms/injuries related to this event.

Manufacturer narrative:
Product event #(B)(4). Testing performed: device: peak plasmablade 4.0 product#: ps200-040-sp lot#: 52290 initiator: (B)(6) reporting person: (B)(6) visual inspection device was enclosed inside an unopened cardboard shipper box. Packaging plastic was found inside the box. Device was in sealed bag which contained the product number and lot number (52290), which aligns with gch product event. The damaged lead was also sent back in the same sealed bag as the device. It appears the device was cleaned and possibly decontaminated. There was very little blood on the device. It was noted that the shaft was bent in two places, which is normal. Functional inspection buttons were pressed and had tactile feel. Device was hooked up to pulsar 1 generator and set to cut 5 and then coag 6 (setting indicated in the gch report), and the button on the device was pressed and a noise sounded indicating device was on. Investigation conclusion: the complaint could not be confirmed; the device appeared to work properly from the testing that was performed and this appears to be an isolated event. According to the IFU lbl-00116, under indications it states "peak surgery system is indicated for cutting and coagulation of soft tissue." The IFU also states under warnings that "do not contact metal objects and instruments with the peak plasmablade while power is being applied as unintended tissue damage and electrode tip damage could occur." The IFU also states under warnings that "the use of electrosurgery in the presence of internal or external cardiac pacemakers is potentially hazardous. Interference from the electrical current can cause device malfunction. Consult the cardiac pacemaker manufacturer for further information before proceeding with the surgery." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval method: product received by manufacturer and pending inspection. Results and conclusion: product received by manufacturer and pending inspection. (B)(4).